Manufacturer narrative:
Additional information for a2, d1, d4, (h3) no devices were returned for evaluation and no radiographs, images, operative notes, or patient medical history information were provided for review. It is possible this event is associated with polyethylene wear for which a number of variables including use error, implant positioning, implant selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) can be contributors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh (subject of the associated fsca 18832/21) could also contribute to wear. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in an hhe. However, this cannot be confirmed because the device was not returned for evaluation and images or radiographs were not provided. (D10) concomitant device(s): 4793468 180-01-52 - crown cup, cluster-hole gr.52.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, the patient had revision for an unknown reason. The patient was revised to a cc inlay vitamin e, lateralisiert, ø 36, gr. 2 (cat# 142-32-62 / serial# (B)(6)). No further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed because the device was not returned for evaluation and images or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - clinical, medical device problem and component codes; type of investigation. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be confirmed because the device was not returned for evaluation and images or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.